Event description:
It was reported that the pt experienced stimulation in the "ribs," with satisfactory stimulation in the left leg and no stimulation in the right leg. Contact 7 showed an impedance of over 4000 ohms. Contacts 2 and 3, in combination, showed impedances out of normal values. There was no contact combination of 0-3 that would provide the pt any relief from pain and this combination did cause unwanted stimulation in the pt's ribs. The contact combination 2 and 3 did not produce any stimulation at all, up to 10.5 volts. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)